Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4) found that the connector pin was bent. Conclusion code applies to the implantable neurostimulator (serial number (B)(4)) and conclusion code applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported that the desktop charger connector pin was bent. The patient stated that his implant battery was depleted for the past three months and the connector pin had been bent three months ago. The change in therapy or symptoms was considered gradual. A replacement was sent. The indications for use were non-malignant pain and complex regional pain syndrome type ii. No patient symptoms reported. Further information received from the consumer reported that they did not experience any symptoms related to the depleted stimulator. The patient stated that they recharged the battery with their replacement charging module and met with a nurse who brought back the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.